Manufacturer narrative:
Electrical analysis. The inspection of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation and the deformation of the fixation helix occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 18 months oversensing with artifacts reported. No adverse affects were reported. The lead was explanted. The date of implant and explant were not provided.